Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had lasik surgery in both eyes on (B)(6) 2016. Surgeon reported that after treatment of right eye flap it was observed that treatment was decentered. Surgeon did not lift the flap and it was decided to reschedule patient for photorefractive keratectomy. During follow up on (B)(6) 2016 the account reported that patient had punctual plugs placed on the (B)(6) 2016 visit, that patient started restasis in the (B)(6) 2016 visit and that on this same visit the photorefractive keratectomy procedure was scheduled for (B)(6) 2016 however, patient did not have the procedure on that date. Patient is back in his contact lens and visual acuity 20/20 with correction. He has decided not to move forward with any other treatment for now.